Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a leakage. Our field service engineer investigated the ventilator on site. When testing the ventilator it failed the pre-use check with o2 cell test failure and leakage test. The issue was solved by replacing the o2 cell. The o2 cell is used for monitoring only and does not affect ventilation. The root cause to the reported issue could not be established by this investigation.